Event description:
Per the clinic, the procedure was performed under a general anaesthesia.

Manufacturer narrative:
Per the clinic, the procedure was performed under a general anaesthesia. This report is submitted on november 23, 2020.

Event description:
Per the clinic, the patient experienced irritation at the implant site. The device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report.